Event description:
It was reported that right cylinder of this inflatable penile prosthesis (ipp) migrated into scrotum. Both cylinders and pump were explanted and replaced. There were no patient complications reported.